Event description:
It was reported that a cartridge alarm occurred, leading to a cartridge change error in the customer's insulin pump. The customer's blood glucose level was 277 mg/dl and the customer experienced diabetic ketoacidosis, resulting in the customer going to the emergency room and ultimately hospitalization and ICU admission. They received treatment with IV fluids of saline and insulin. The customer was instructed to inspect and clean the pump before successfully loading a new cartridge. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage and was able to resume using the pump, which functioned correctly.